Manufacturer narrative:
A f/u report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
Infused cytoxan too quickly. The clinician was infusing 500cc of cytoxan using a standard primary set with a single equashield. The infusion was programmed to infuse over 4 hrs. However, it was reported that the entire 500cc infused over 2 hrs and 49 mins. No pt injury reported.